Manufacturer narrative:
On previously submitted report "a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board and machine flow sensor were replaced to address the issues. There was evidence of contamination." During the evaluation a "service required" code was found in the ventilator's downloaded error log. The device's display board needs to be replaced to address the issue.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board and machine flow sensor were replaced to address the issues. There was evidence of contamination.